Manufacturer narrative:
Additional information was received that the reason for explant was that the patient felt shocking from scs device and that the lead had rolled from where it was initially implanted. The patient refused reprogramming. No further information can be obtained.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.